Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that about one to two months ago the buttons started to become unresponsive. He also stated that he has to press the buttons hard to get them to work. He denied any trauma to the pump.